Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event involving a primary plum set reported that black specks were found on the drip chamber walls of intravenous (IV) tubing. There was no patient involvement and no harm/adverse event reported.